Manufacturer narrative:
(B)(4).evaluation summary: the device was returned for evaluation. Visual inspection did not identify any defects. Functional leak testing was then performed, which the device passed. The reported condition was not confirmed. Additional tests, clear passage and pressure testing, were also performed, which the device passed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Aware date for the previous follow-up medwatch report was (B)(4) 2013. The device was returned for evaluation in an open overpouch and without its tip. No defects were identified during visual inspection. The set was then connected to a solution source and primed to test for leaks. The device failed this test, as a leak was identified from the filter, which is a component that was supplied by a third party. Additional tests, clear passage and pressure testing, were then performed, which the device passed. The cause could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 60" micro volume extension set leaked. This occurred during priming. The reporter stated that the fluid was leaking out of the filter. There was no patient injury or medical intervention associated with this event. No additional information is available.